Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they received no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of the incident. They reported that, they repetitively received no delivery alarm. The customer had skin irritation. The customer had few times situation that after night tubing was empty. They are not able to troubleshoot. The pump will not be returned for analysis.